Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had multiple pump error alarms. Customer also reported that insulin pump alarmed for power error detected but it was resolved by troubleshooting process. Customer¿s blood glucose was 145mg/dl at time of incident. Insulin pump will not be return for analysis.